Event description:
Medtronic received information that nine months following the implant of this transcatheter bioprosthetic valve, the valve failed and the patient was experiencing heart failure and hemodynamic instability. The valve had been implanted deep and had paravalvular leak (pvl) at the time of implant. Since then, the valve had moved more ventricular and developed pvl around the entire valve. Computed tomography (CT) images have been submitted to the imaging team for a work-up. Patient was hospitalized and scheduled to receive a non-medtronic (sapien) valve implanted within the evolut. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.